Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had been implanted the screw in question for a l1 burst fracture on (B)(6) 2012. On (B)(6) 2014, during removal of the screw, the surgeon found that the screw was loose and not fixed properly; he also found that the screw head was broken. The no reported delay in the procedure and no part of the screw was left in the patient. This report is for an unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history reports showed there were no issues during the manufacture that would contribute to this complaint condition. DHR review found 1 ncr ((B)(4)) for data entry error in lims ¿ part no. 21039, lot #6546787. There was no nonconformance, non conformance report was written for investigation that was inadvertently initiated in lims because of an operator data entry error. Ncr's nonconformance is not relevant to this complaint condition. No other discrepancies were noted that would be associated with this complaint. Review of the DHR showed no issues during manufacture that would contribute to the complaint condition. Part number: part # 04.620.640 / lot # 6713995: (manufacture date: 7-12-11), part # 04.620.740 / lot # 6612860: (manufacture date: 3-3-11). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual device number was identified. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. This report is an unknown screw/unknown lot. Screw is either part number 04.620.640s lot number 7563641 or part number 04.620.740s lot number 3743989; synthes is not able to verify which screw was involved in the complained event. Part number: 04.620.640s: 6.0mm ti pangea(tm) polyaxial scr dual core/40mm thrd length. Part number: 04.620.740s: 7.0mm ti pangea(tm) polyaxial scr dual core/40mm thrd lgth. Additional product codes: mni, mnh, kwp, kwq. For part number: 04.620.640s: k103287; for part number: 04.620.740s: k082572. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the pangea screw and components exhibit post production/acceptance damage that includes: rod slot shoulder from sleeve is broken off below the locking diameter. The body has assembly witness lines on both sides of the internal diameter verifying that the sleeve was intact at the time of assembly. The broken rod slot shoulder has material displaced where the mating part was sliding and contouring the broken shoulder into the shape of the mating part. The intact rod slot shoulder has identical damage. The body has imprint on the rod slot opening where mating part slid that would be in similar area of the damage to the sleeve. The sleeve has extensive damage primarily on one side only in the rod slot bottom. The damage includes the contour of the spline from the mating part that was rubbed into the rod slot with a trace of the spline imprint of the opposite side of the rod slot that does encompass approximated ten percent of the flat. There is wear in the locking groove and the locking tabs indicating locking cap had snapped into the locked position. The locking groove has a nick on one side only. On the body there are nicks and scratches around the periphery of the part. The screw has the anodize finish missing from the major diameter of the bone thread. All described non-conformities are post manufacturing. The rod sliding and the locking cap coming loose could manifest by the head not being mobile and perpendicular to mating part at the time of final tightening per the pangea technique guide. Spline contour on sleeve would not be common to normal use. Outer and inner diameter and raw material cannot be measured for either being assembled or damage. All described non-conformities/damage is not related to the manufacturing process. Because rod slot shoulder is separated from sleeve, complaint is confirmed, but unconfirmed from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.